Event description:
It was reported that this right ventricular (rv) lead was explanted due to pain in the lead sleeve. It was believed that the cause was nerve compression or damage caused by the sleeve during initial implantation. This lead was out of service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates d6a: implant date, d6b: explant date and d4: serial number.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pain in the lead sleeve. It was believed that the cause was nerve compression or damage caused by the sleeve during initial implantation. This lead was out of service and replaced. No additional adverse patient effects were reported.